Event description:
Customer reported a possible back check valve failure. It appears the vancomycin infusion back flowed in the primary bag, draining the secondary bag quicker than it should. The customer spent time testing the tubing after the event. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with the failure investigation results once the eval has been completed.